Event description:
It was reported that the rubber on the patient (pt) programmer was falling off and it had started doing this about 6 months ago. Pt mentioned that they make up to 4 adjustments a day depending on what they were up to that day and they would use their patient programmer to make program changes sometimes because it was quicker than the handset/communicator that they also had. An email was sent to the repair department to replace the patient programmer. No symptoms were reported. Additional information was received from the patient stating they just got the replacement programmer and antenna today and the programmer works to connect to their implantable neurostimulator when the antenna is not attached but does not connect when the antenna is attached. They have been plugging and unplugging the cord and trying it. Worked with pt to unplug/replug and try with the antenna and pt described the poor communication screen. The issue was not resolved. An email was sent to the repair department to replace the device. See case # (B)(4) for the programmer replacement, rtg0397523, antenna replacement and pt said they were sending back 2 frayed antennas in the return box. Called pt back to ask event date no answer left message. Additional information received from the consumer reported they tried using the new programmer with an old, frayed antenna and telemetry was successful, so they though the issue was with the antenna they received, not the programmer. They also mentioned the programmer worked when the antenna was not attached but didn¿t connect to the implant when the antenna was attached. A replacement antenna was going to be sent.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37642, serial#: (B)(4), product type: programmer, patient; product ID: 37092, serial#: unknown, product type: multiple therapy product; product ID: 37642, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.